Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying "pull up lifeband and press restart" message was not confirmed during functional testing; however was confirmed during archive data review. The root cause is the defective temperature sensor. During visual inspection, no issues were observed. During functional testing, no issues were observed. The archive data was reviewed and contained multiple user advisory (ua) 41 (patient temperature sensor failure) error messages on the reported event date. The patient contact surface temperature sensor is outside of the normal range of 45°c during power-on-self-test or while taking-up. The sensor may have intermittent technical problems that we were not able to identify during functional testing. Replacing the temperature sensor as a precautionary measure to help prevent reoccurrence of ua 41. The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., a fire truck in sun) or soft surface that may block air vents are known to cause (ua) 41 error messages in rare cases. After replacement of the temperature sensor, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The platform passed all functional tests and is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4). Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used on a female patient in cardiac arrest. The platform displayed "pull up lifeband and press restart" message. Following this, the crew immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved.